Event description:
A trans-urethral resection (tur) for a bladder obstruction was in progress when the tip of a hook electrode came off. The metal tip was reportedly flushed out of the bladder, but it was not recovered from the irrigant solution. No pt problem was reported.